Manufacturer narrative:
Medical device expiration date : unknown. (B)(6). Medical device manufacture date : unknown. Investigation summary : 1. Exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was able to duplicate or confirm the indicated issue hence as the root cause is undetermined and based on trend analysis no further action is required at this time. 2a. Samples returned - customer returned (4) loose 3/10cc 8mm syringes. Customer states that a transparent liquid was contained inside the barrel of three syringes. All returned syringes were examined and no liquid or any other foreign matter was observed in the barrel. All samples were also tested and no liquid came out of the cannula when the plunger rod was fully depressed on any of the returned samples. The attached photos provided by the customer were examined and exhibited a clear drop of material on the cannula. It is difficult to determine the identity of this material solely from the photo. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as it is difficult to determine the identity of this material solely from the photos. 3. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 4. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 3 bd insulin syringes with bd ultra-fine¿ needles had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer reported that a transparent liquid was contained inside the barrel of three syringes.

Manufacturer narrative:
H6: investigation: customer returned (4) loose 3/10cc, 8mm syringes. Customer states that a transparent liquid was contained inside the barrel of three syringes. All returned syringes were examined and no liquid or any other foreign matter was observed in the barrel. All samples were also tested and no liquid came out of the cannula when the plunger rod was fully depressed on any of the returned samples. The photos provided by the customer were examined and exhibited a clear drop of material on the cannula. It is difficult to determine the identity of this material solely from the photo. Unable to perform DHR check for foreign matter in barrel due to unknown lot number. Root cause cannot be determined at this time as it is difficult to determine the identity of this material solely from the photo.

Event description:
It was reported that 3 bd insulin syringes with bd ultra-fine¿ needles had foreign matter in the fluid path. The following information was provided by the initial reporter: the customer reported that a transparent liquid was contained inside the barrel of three syringes.